Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that today when they were trying to charge the implant the external devices had gotten extremely hot; the relay box and the end of the cord to the paddle was hot; the back cover, the battery pack became hot; the controller showed pt02 on screen#42. Patient (pt) mentioned from 100% to the controller down to 30% but the implant was still at 30%, never changed. Agent sent request to repair to replace the mdt battery pack, recharging paddle, and controller.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed high reading 100 low reading 0, no anomalies were visually observed. Scrapped due to low reading being 0 should be higher than 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.